Event description:
Add'l info was provided. The pt developed endophthalmitis 82 hours following intraocular lens implant surgery. The pt was hospitalized, a vitrectomy was performed and the pt rec'd an intraocular infusion of antibiotics. The pt has had a excellent outcome and has a good prognosis.

Event description:
The user facility reports that following intraocular lens (iol) implant surgery, a pt developed endophthalmitis. The association between this event and the iol is not known. Additional information has been requested.